Event description:
Caller states that the device read almost 900m/dl on one occasion and 2mg/dl on another occasion. Device reading range is 10mg/dl to 600mg/dl. Results were not found in device memory. Requested return of suspect device and replacement was sent.